Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, sion. Guide cath: hyperion sl35. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the moderately tortuous, concentric, heavily calcified, 90% stenosed, de novo, mid, left anterior descending (lad) artery the 2.25 x 12 mm nc traveler balloon dilatation catheter (bdc) met resistance during advancing in the vessel and was used for pre-dilatation; however, during the first inflation at 18 atmospheres the balloon ruptured. The bdc was removed and a non-abbott bdc was used to complete the pre-dilatation followed by successful non-abbott stent implantation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.